Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2022. Investigational summary: visual analysis of the returned product revealed that a top foil, an empty labeled winding former, and a needle product code w9501t were received to ethicon for evaluation. Upon visual inspection of the needle, the swage area and hole of the needle were noted with marks that appear to be by surgical instrument, and the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was not received for evaluation. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2021. H6 component code: g07002 no device problem found. H3 investigational narrative: three suture needles, labeled as product code w9501t was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that a fracture was not observed on any of the needles; therefore, no additional analysis was performed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: can you please provide the name of the procedure? Answer: ot staff informed that it is an ent procedure, exact procedure is unknown. Can you please confirm when was the needle detached/pulled off from the suture? (E.g.: in the package, during removal from package, during handling or during use on the patient)? Answer: during use on patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-08668 and 2210968-2021-08669.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture snapped and detached from the swage. There were no patient consequences reported. Additional information was requested.